Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-00937, 2134265-2017-01087. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The laa anatomy was described as a "wind sock and there was no effusion noted as baseline. The watchman® access system (was) was not deep seated in the laa. A 24mm watchman ® laa closure device & delivery system (wds) was then advanced. The device was placed too proximal, so a full recapture was performed. However, a pericardial effusion was identified. The patient was stable so a second 24mm watchman closure device was successfully deployed and released. Assessment of the effusion at the end of the procedure showed a progression from 4mm after full recapture to 13mm in diameter. Prior to the periocardioentesis the effusion measured 13mm. After auto-transfusion of 1 liter, a residual 6mm effusion was measured. A non-bsc drain was attached to catheter and the patient was taken to the cardiovascular intensive care unit (cvicu) for observation. Two days later, a transthoracic echocardiogram (tte) confirmed no residual effusion. The drain was removed and the patient was discharged home the same day. The patient was noted to be in stable condition.